Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to take specific steps, including disconnecting tubing, tightening connections, and delivering boluses to address the alarm issue. Customer changed supplies and as necessary and resumed insulin.